Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd max zero needless connector separated the following information was received by the initial reporter with the verbatim: new implementation for max zero. When using max zero, nuclear medicine nurse stated that the max zero was "leaking." Nurse noted upon disconnecting the IV from the radio isotopes that there was liquid on the end of the max zero connector. I explained that this was not leaking but can be expected results. Nurse manager stated that they were not given any instructions on how to use the max zero connector and that the liquid was a radioactive risk. (B)(6), infusion disposables rep was on site and willing to talk to nuc med manager about the max zero and they agreed that a different connector was needed so that the nurse was safe when disconnecting the IV. (B)(6) provided smart site connectors from the hospital supply and manager was satisfied with us quickly addressing the problem and providing a good solution. The liquid that was left after disconnection contained radioactive isotopes and was a risk to the nurse as they were disconnecting. Max zero connector.